Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 465 mg/dl and her insulin pump is not working correctly. Customer stated that she was cleaning the screen with a alcohol pad and the insulin pump started to alarm button error and she was not able to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to flattened button dome switches. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.